Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: <n/a. The injection screw was not bent. There is a great amount of resistance the injection screw does not extended or retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed.

Event description:
The customer reported via phone call that they received a battery notification on their insulin pen and would need to be replaced soon. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.